Manufacturer narrative:
The device was not returned as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the axium implant coil was detached with the instant detacher, the physician withdrew the pushwire into the microcatheter and saw that the implant coil was also moving back into the microcatheter. Then the physician attempted to retrieve the coil along with the microcatheter, but the coil was drawn back into the aneurysm somehow and the procedure was completed. No patient injury was reported as a result of the event. The instant detacher (ID) was brand new. 2 detachment attempts were made with the ID. The proximal end of the pushwire was not damaged. The devices were all discarded at the site. The patient was undergoing embolization treatment of an aneurysm (distorted) measuring 4mm.